Manufacturer narrative:
The device has not been returned to resmed, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported that the oxygen saturation of a patient dropped but recovered quickly when the astral device rebooted. No medical intervention was required. It was reported the issue has not reoccurred and the device is operational.

Event description:
It was reported that the oxygen saturation of a patient dropped but recovered quickly when the astral device rebooted. No medical intervention was required. It was reported the issue has not reoccurred and the device is operational.

Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).